Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 198 and 140 mg/dl. Tests were done within 11-20 minutes. Patient got a control solution test reading of 123 (range 101-137). Patient did not experience any adverse events. No further information has been reported.